Event description:
Customer called to report that while running a startup on the coulter ac.t diff analyzer, several drops of diluent were dripping from the probe area. Customer requested on-site service. The field service engineer (fse) inspected the instrument and found that valve vl8 (supplies vacuum to the probe wipe) was not switching properly so that diluent was able to flow backwards, causing the probe wipe to drip only after the startup cycle was completed. The fse replaced the vl8 valve and performed additional preventative maintenance. This resolved the leak issue, allowing the instrument to perform within published performance specifications. Customer stated that patient samples and results were not affected, and that no one was harmed by or exposed to the instrument leak.

Manufacturer narrative:
Five days prior to this event, on (B)(6) 2011, customer experienced a similar issue on the same instrument (beckman coulter, inc. Report identifier (B)(4)), which the customer technical specialist resolved by assisting customer with troubleshooting the instrument via telephone. The probe was not leaking between the calls. A medical device report for the former event was filed as medwatch #1061932-2011-02667. The root cause for the recurrence of the leak is attributed to the vl8 valve not switching properly due to expected wear out. Note: the beckman coulter, inc. Identifier for this report is (B)(4).)